Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
(B)(6) 2024( c. Sides):notified, event and bad were changed per source notes from first opened case (B)(4).